Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, the issue button was missing. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the nurse verify button was missing. A technical support specialist shut down the medbank application and checked the power saving options, which were confirmed to be off. The medbank application was then restarted. Customer logged in, and nurse verify functioned normally. The system functioned as intended after the technical support specialist troubleshot the device.